Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). H3: correction. H6: additional information. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the torque handle revealed superficial wear in the form of nicks and scuff marks on its surface. Torque handle was then mechanically tested. It was noted that the torque handle was not clicking. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the torque handle being jammed cannot be positively determined. Although not proven, the most probable root cause for the torque handle not clicking can be attributed to irregular maintenance and lack of lubrication during its time in use, resulting in the torque limiting handle being stuck/jammed. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported several x25 expedium verse inserters broke during final tightening of unitized innie set screws in a spondylodesis surgery on (B)(6) 2019. Two (2) pieces of x25 inserters broke off at the tip and four (4) other devices were worn at the tip. The broken off pieces got stuck in the innie set screw and therefore, the innie set screws could be removed anymore. The surgeon could not tell whether the torque handle reached it's maximum of 80 inch pounds. It was also not known whether the klicking mechanism of the torque handle was activated. A surgical delay of 15 minutes was noted. Fragments were generated and it is unknown if they were removed without intervention. Back up devices were used to complete the surgery. Concomitant device reported: unknown set screws (part # unknown, lot # unknown, quantity unknown). This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # ==> b)(4). UDI: b)(4).